Event description:
It was reported that the actual residual volume was greater than the expected residual volume; further details were not provided. Additional information has been requested; a follow-up report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4)